Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set separated from the female luer during power injection of saline after IV contrast had been given. As a result, blood and saline leaked onto the patient¿s pillow. After the scan, the IV site was cleaned up, screwed on tight and was re-taped. The customer stated that the rate used for power injection was 2cc-5cc per second. The reported problem was observed after 10cc to 40cc was injected. There was no patient injury or medical intervention associated with this event. No additional information is available.